Manufacturer narrative:
The device has been received for eval, however, the device eval is not yet complete. A supplemental report will be submitted upon completion.

Event description:
It was reported that the quick bolus button on the device is unresponsive except when plugged into a power source.